Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred during insulin delivery. The customer reverted to an alternate pump for insulin therapy. Reportedly, the customer did not call back to resume troubleshooting and no further information was provided. There was no adverse impact to the customer¿s blood glucose level.